Event description:
It was reported that during a lap chole, the device jammed. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the mfg process. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.